Event description:
It was reported that this lead raised concerns about connection issues. Technical services (ts) was consulted but could not guarantee that the lead was correctly plugged into the port of the implantable cardioverter defibrillator (ICD). Further evaluation was confirmed. No adverse patient effects were reported. This lead remains in service.